Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e the tube contained white spots. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that tube ppt plh 13x100 5.0 mlbl pwht contains white spots within tube.".

Manufacturer narrative:
H.6. Investigation summary: "bd received 5 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for additive abnormality was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for additive abnormality with the incident lot was observed. The tubes have large droplets of additive on the inside wall of the tube from rundown of the additive when additive is applied onto the interior walls of the blood collection vessel via the spray coating of the prescribed amount of water-based solution. The water is then dried, leaving the characteristic ¿mist¿ dot pattern of residual solution on the vessel wall. In rare instances where assembly machine misalignments occur, additive dispense nozzles may not be centered within the tubes¿ opening and the nozzles¿ position is biased more towards one of the vessels¿ hemispheres. In such instanced, one side (or hemisphere) of the tube vessel interior received a heavier coating of additive solution, while points on the opposing side of vessel receive a lighter misting. Larger droplets of the solution in close proximity to one another than tend to coalesce, and once the water is dried, leave behind a wafer like deposit of the additive. This additive deposit visually stands out as it does not appear like the typical dot pattern for this tube type." H3 other text : see h.10.